Event description:
Patient was on a ventilator for respiratory failure. Patient being transported for a MRI of the brain when the portable ventilator he was on for the transfer failed. The patient then required ventilation via ambu bag by respiratory therapist. Inspection determined the ventilator had a defective battery.